Manufacturer narrative:
Philips has investigated the complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The supplier's part analysis was unable to identify the cause of the host pc failure; however, the analysis of the system log files indicated that the host pc was malfunctioning. In addition to replacing the host computer and hard drives, fse also converted the license, restored the ghost backup, verified system functionality, and created a new backup. After the repair work, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system is not booting up properly. The device was not in clinical use. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the host pc and hard drive which resolved the issue. The device was returned to use in good working order.